Event description:
It was reported regarding the difficulty in using a pump's quick bolus/wake button, which required multiple presses to activate the screen. There was no adverse impact to the customer¿s blood glucose level, as it remained within normal parameters. Technical support assisted the customer by removing the pump from its case, attempting different pressing techniques, and eventually confirming the need for a pump replacement under warranty, providing the customer with a replacement pump to ensure uninterrupted insulin delivery.